Event description:
The customer reported the system intermittently will not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cables and the interconnect cable. System operates as intended. (B) (4).